Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, after the electrode was introduced there was no stimulation. The impedance measurements was >10.000 ohms. Two snap lids and an ens were tried with the same results. Once the electrode was replaced in range impedance and stimulation were achieved. Add'l info has been requested, but was not available as of the date of this report.